Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgical procedure in which the ipg was not placed into surgery mode against recommendation, the ipg became inoperable.